Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 1 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ping meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue first occurred on (B)(6) 2013 at 2:00 p.m. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. On (B)(6) 2013 at 12:00 p.m. The patient stated she developed symptoms of ¿nausea, dizzy, vomiting¿. The patient self treated with 6 units of humalog in response to the symptoms. The patient stated, two hours after the onset of symptoms, she retested her blood glucose on another device (one touch ultra) and obtained a reading of ¿219 mg/dl¿. It is not know if the patient received any treatment at the time she retested on the other device. Replacement products were sent to the patient. Although the patient treated herself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms or blood glucose readings do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.